Event description:
It was reported that an ilet bionic pancreas sustained a cracked lower-left screen with misaligned touch response, which prevented unlocking and rendered the screen unusable. A replacement device was shipped and the original was subsequently returned. No injury reported. Outcomes included overnight replacement shipment, continued cgm use via dexcom app or receiver, and instructions to shut down the device and complete a new startup on the replacement. Investigation included a review of device function based on user report and logistics tracking for return. Investigation of this case revealed physical damage to the display and touchscreen that impaired operation. It was concluded that the event was attributable to mechanical screen damage, and user data would not transfer to the replacement device.